Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead dislodged some time after implant. The lead was attempted to be repositioned on (B)(6) 2018, but was unsuccessful, so the lead was removed and replaced with a his bundle lead. The patient tolerated the procedure well, with no further immediate complications.